Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day after the implant procedure, the patient experienced diaphragmatic stimulation from the right atrial lead. A chest x-ray revealed the lead had dislodged and was in the ventricle, causing the patient's chest to "jump" with atrial pacing. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.